Event description:
A stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was straight forward. It was reported that the iliac limb was inadvertently inaccurately delivered by the physician. The stent graft was deployed outside of the contralateral gate. The physician elected to convert the bifurcated stent graft to an aorta-uni-iliac with the placement of a 34 talent aortic cuff occluding the left iliac limb. A femoral-femoral bypass was performed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: the stent graft was inadvertently inaccurately delivered. Conclusion: the stent graft was inadvertently inaccurately. Other, secondary intervention.